Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator displayed multiple errors associated with a power source issue. There was no patient impact.

Manufacturer narrative:
Date of report: 9/10/2018. Date received by manufacturer: 8/17/2018. Philip's field service engineer (fse) performed troubleshooting and advised the customer to swap out the power management (pm) board and re-seat the motor controller (mc) board. The customer reseated the pm and mc boards and noted the mc board hours were missing. The customer was then advised to replace both boards. The customer reported the issue was resolved by replacing the mc board.